Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley balloon failed to deflate properly when it was time to remove the catheter. It was reported that the tube collapsed prior to all of the sterile water being removed. The nursing staff attempted to refill the balloon with the sterile water that was left in the syringe and attempted to withdraw again. No more return was produced than on the original attempt. After a number of attempts to deflate and various interventions by different nurses the foley was ultimately cut. At which time only a very small amount of water came out of the fill tube. The foley was then removed without it being completely deflated. The nursing staff was unsure of the exact measurements of water left in the balloon.

Event description:
It was reported that the foley balloon failed to deflate properly when it was time to remove the catheter. It was reported that the tube collapsed prior to all of the sterile water being removed. The nursing staff attempted to refill the balloon with the sterile water that was left in the syringe and attempted to withdraw again. No more return was produced than on the original attempt. After a number of attempts to deflate and various interventions by different nurses the foley was ultimately cut. At which time only a very small amount of water came out of the fill tube. The foley was then removed without it being completely deflated. The nursing staff was unsure of the exact measurements of water left in the balloon.

Manufacturer narrative:
Per additional information received, bd has determined that this reported event was found to be exempt from reporting, per exemption: e1998006. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.